Event description:
It was reported that a patient underwent a gynecological procedure during 2001 and mesh was used. The patient stated that her body rejected the mesh, resulting in cutting, self catheterization, and scar tissue. The patient required additional surgery to remove the mesh.

Manufacturer narrative:
(B)(4) urinary retention occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2012-02128 and 2210968-2012-02129. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient underwent a gynecological procedure for pelvic organ prolapsed during 2001 and mesh was used.